Manufacturer narrative:
UDI # (B)(4). The explanted valve has been returned for evaluation. Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that this 27mm 7300tfxj valve was explanted due to thrombus the following day post initial surgery. The cause of thrombus was unknown. The valve was explanted and replaced with a smaller size same model 25mm 7300tfxj valve. There was no allegation of device malfunction. Tricuspid repair with a 34 mm 6200t ring was also performed. The reason for downsizing the valve and patient status were not reported. No other details were provided.

Event description:
Edwards received information that this 27mm 7300tfxj valve was explanted due to thrombus on the same day as implant. After implant, iabp and nitric oxide were used as weaning off from heart-lung machine was difficult. Pcps was initiated as it was still difficult for the patient was wean off the heart-lung machine. On the same day, tee showed that the leaflet motion was restricted due to thrombus, and redo-mvr was performed. The device was explanted and replaced with a smaller size same model 25mm 7300tfxj valve. Post redo-mvr, the patient was transferred to ICU with pcps and iabp. There was no allegation of device malfunction. The reason for downsizing the valve and patient status were not reported. Tricuspid repair with a 34 mm 6200t ring was also performed during initial mvr procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, f10 (device code). H11: corrected data: corrected section f10 (patient code).

Manufacturer narrative:
H3: evaluation summary: customer reports of thrombus and restricted leaflet motion was confirmed. X-ray demonstrated wireform intact. As received, all three leaflets had heavy thrombotic material overgrowth on the outflow surface. Minimal thrombotic material overgrowth was observed on the inflow aspect on all three leaflets. Thrombotic material partially fused all three leaflets by approximately 3mm on the outflow aspect. Thrombotic overgrowth restricted leaflet mobility and led to stenosis. Multiple sutures remained attached to the sewing ring around leaflet 3. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause of this event cannot be determined with the available information at this time. It is unknown whether patient and/or procedural related factors may have caused or contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.